Event description:
New information reported that during a follow-up visit on (B)(6) 2015, two brief instances of noise were observed. No changes were made and the patient would begin remote monitoring.

Event description:
It was reported that during follow-up, noise was observed on the right ventricular lead of an asymptomatic patient. The noise was not reproducible through provocative movements. Device reprogramming was performed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.